Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that the event occurred during an unspecified surgical procedure. There were no delays in the scheduled surgical procedure due to the event. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, it was noted that internally the electric motor/electronic control unit had signs of the device being submerged. The assignable root cause was determined to be due to improper cleaning/care. An assessment was performed on the device which determined the unit meets all manufacturers functional specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive would not shut off while in use together with the sagittal saw attachment device, handswitch device and cable device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.